Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Issue occurred with an old pump and customer continued to use new pump without issue.